Event description:
It was reported via repair work order that the upper lift bar is broken which could affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.